Event description:
Syringe is splitting when used on the heparin pump.

Manufacturer narrative:
Evaluation summary: a visual inspection of the returned syringes confirmed longitudinal cracks on the barrels approximately one and a half inches in length. No evidence of impact or other damage was observed. It is not possible to determine if the cracks occurred during mfg, shipping or as a result of user technique. Investigations are currently ongoing to identify the potential sources contributing to this condition in the syringe MFR and assembly processes. A review of our complaint database shows that no other incidents have been recorded for this condition and lot number. Analysis of complaint data over the past two years reveal that this type of incident occurs at a chronic low level (0.030/mm) in relation to the total volume of syringes produced.